Event description:
Patient had a generator replacement occur. The explanted generator was discarded. No additional relevant information has been received.

Event description:
During follow-up with the physician, additional information was received indicating that they believed the increase in seizures was due to low battery and seizures were back to pre-vns baseline. The physician noted that other factors that contributed to the increase in seizures was poor sleep and mental health issues. System diagnostics were performed with the patient in various positions. The patient declined attempt to schedule surgery for replacement. The patient has not had any trauma to the device and is not a twiddler. No additional relevant information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing pain in several locations (neck, head, jaw, hands/feet) of their body when stimulation occurs. Clinic notes were received and patient was noted to be having an increased in seizure frequency and severity over the last few weeks without any obvious triggers. Patient was also noted to be experiencing voice alteration and flushing, which was new for the patient. Device migration was reported to have occurred possibly due to weight changes. Patient settings were adjusted. Xray images were taken due to the suspicion of a lead issue and no issues were observed. Patient has been referred for a generator replacement. No known surgery has occurred to date. No additional relevant information has been received.